Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The in-house biomed was sent to repair parts to correct the problem. The service rep verified that the preventative maintenance was completed wit no further issues.

Event description:
The customer reported that the system displayed a communication failure error message. This error message is likely to cause the system to shut down, lock-up or prevent the system from booting up. There is no report of pt injury.